Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the inserter would usually catch then you turn the end to tighten the implant on however this would not work. The issue was resolved with hospital set. There was no delay to surgery or patient impact. No further information provided. This report is for one (1) universal alif instrument set vertigraft inserter shaft this is report 2 of 3 for complaint (B)(4).